Manufacturer narrative:
H10: at the repair bench the device will be updated to the latest manufacturing process, with all testing passing per specifications. The device will be returned to the customer after repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the mx40 has a speaker malfunction inop/ error code but was unable to confirm local audio. No patient involvement.